Event description:
It was reported that this patient stated their remote communicator displayed a red call doctor icon. Boston scientific technical services (ts) was consulted and troubleshooting was performed, however, the issue was not resolved. Ts referred the patient to their clinic for further evaluation. Further information was received that this pacemaker exhibited high out of range pace impedance measurements on the right ventricular (rv) lead. No adverse patient effects were reported. At this time, this device system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this patient stated their remote communicator displayed a red call doctor icon. Boston scientific technical services (ts) was consulted and troubleshooting was performed, however, the issue was not resolved. Ts referred the patient to their clinic for further evaluation. Further information was received that this pacemaker exhibited high out of range pace impedance measurements on the right ventricular (rv) lead. No adverse patient effects were reported. At this time, this device system remains in service.